Event description:
User facility technician reported a patient did not remove the intended ultrafiltration (uf) during a treatment on a system 1000 hemodialysis device. It was reported that there were no device alarms indicating a problem with the uf system. The intended uf goal for the patient was 4.31 kg. The treatment was completed with no uf removal and therefore the patient weighed one pound more than pre-treatment due to saline prime. The patient had medical intervention of additional dialysis treatment on another device for one hour and was reported as stable. Treatment parameters consisted of blood flow rate 500ml/minute, dialysate flow rate of 700 ml/minute.